Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) of heparin during therapy (dose, programmed amount unknown). The rate changed from 15.5cc to 30cc when programmed. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The event history log review was completed and noted events that indicated and/or contributed to the reported rate changed from 15.5cc to 30cc when programmed. Review of the history log identified a heparin infusion (25000 unit/250ml) programmed at 13:34 on (B)(6) 2018 in the intensive care unit care area. The initial rate was programmed to 1550 units/hr. The infusion was completed and the user continued to program infusions at varying rates (1450 or 1550 units/hr) at the same drug concentration. On (B)(6) 2018 at 01:02, during a continuation of this series of heparin infusions, the user re-loaded the set following an alarm and altered the rate from 1450 units/hr to 3000 units/hr which yielded a fluid rate of 30ml/hr. It is noted that the device notified the user of a soft-limit being exceed and the user confirmed the increase of 1550 units/hr. The user continued programming multiple infusions with this rate until 02:42; at this time the user reduced the rate to 1550 units/hr. The infusion was run until 16:11 on (B)(6) 2018 when it was terminated by the user. Evaluation was unable to reproduce the reported symptom. Evaluation determined the rate was increased due to the programmed parameters of the infusion and were confirmed by the user at the time of programming. There is no evidence that the device changed rates from 15.5ml/hr to 30ml/hr without user confirmation. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.